Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. "The following repair diagnostic codes were identified: one (1) (cracked/peeling insulation at tip of shaft). This does confirm the alleged failure mode of [insulation scan failed]. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; and product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the insulation at the tip of the shaft is cracked/peeling.